Event description:
MFR periodically compares device tracking info to the social security death index for the purpose of updating device tracking data. MFR became aware of pt death during this process and evaluated available info against current procedures. The event did not meet MDR reporting criteria per MFR's current procedures. In an effort to obtain additional info regarding pt deaths for summary reported request, certificate of death was requested, received and reviewed by MFR. Death certificate indicates that pt died while hospitalized. Immediate cause of death is listed as anoxic brain death, due to or as consequence of status epilepticus. No autopsy was performed. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.